Event description:
A report was received that during a non device related back surgery, there was an unknown missing component on the patients device as confirmed via x-ray and magnetic resonance imaging. The physician advised for a device replacement.